Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (loss of prime) issue. It was reported that the pump repeatedly emitted loss of prime warnings despite cartridge changes. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 07/08/2015 - correction:the product previously reported was the pump. The correct product is the cartridge. Brand name: insulin infusion cartridge,common device name: insulin infusion cartridge,model #: anm ir1200/1250/2020 car,PMA/510(k)#: k032257.